Manufacturer narrative:
Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was tested for functionality on an unknown date. According to the complainant, the gauge needle of the pneumatic hand pump would not return to 0 atm. There was no patient or procedure involved. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.